Manufacturer narrative:
H10: multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the customer wanted to know a part ID for an lcd assembly for an unspecified display issue identified outside of patient use. No patient or user harm was reported. Per remote service engineer, part number provided. Additional information is being requested. Investigation is ongoing.